Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited high defibrillation impedance. Programming changes were made on the device. Patient was stable.